Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, a suspect tear in the graft material (type iiib endoleak) was detected by CT. The physician plans to re-intervene but surgery has not been scheduled. As of date, there have been no additional patient sequelae reported.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, a suspect tear in the graft material (type iiib endoleak) was detected by CT. The physician plans to re-intervene but surgery has not been scheduled. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, additional information was provided reporting that the patient presented with abdominal pain and admitted to the hospital. The physician reported that it was not believed to be due to the aaa. Two days later, the type iiib endoleak was successfully sealed with relining the originally implanted devices with an afx2 bifurcated stent system and an afx vela suprarenal. The patient tolerated the procedure well. Additionally, clinical assessment determined that there was evidence to reasonable suggest a strut fracture at the bifurcation of the main body occurred that were not included in the event as reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The type iiib endoleak of the main body and secondary endovascular procedure with afx2 reline complaint is confirmed. The complaint is most likely device related. The procedure related harms for this complaint could not be determined. The final patient status was reported being stable. Additionally, clinical assessment determined that there was evidence to reasonable suggest a strut fracture at the bifurcation of the main body occurred that were not included in the event as reported. The contributing factors for the type 3b endoleak and the stent fracture is most likely the use of the strata material. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse event: updated b5: escribe event or problem: updated g1,2: contact office- name has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11.